Event description:
It was reported that the patient's blood glucose levels reached 369 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the cannula was bent and fluid was leaking. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it to be bent or kinked. A tear was found on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.